Event description:
The patient passed away on (B)(6) 2025.

Manufacturer narrative:
B2 - outcomes attributed to adverse: corrected. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section b2: death date was not provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the emergency department unresponsive. The patient was hypoxic hypercarbia, had cool extremities and mottling. They tested positive for influenza a. A head computed tomography (CT) revealed multiple embolic strokes. The patient also experienced persistent vision loss. Their international normalized ratio had been therapeutic between the goal of 2 and 3 for over a year. A review of the log files revealed no unusual events. There were no changes to patient condition or anticoagulation status that may have contributed to the event. The patient was initially started on a heparin infusion. It was noted that a transesophageal echocardiogram (tee) was attempted but the probe was unable to be passed. A CT angiography (cta) showed thrombus in the outflow tract which was expected to be the source of clots to brain. The patient and family chose to disconnect left ventricular assist device (lvad) therapy. The patient passed away.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted image found that the outflow graft lumen appeared slightly reduced, which the customer reported was indicative of outflow graft thrombus. However, thrombus was unable to be conclusively confirmed through this evaluation as the device was not returned for evaluation. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. A CT image was submitted which showed a cross section of the outflow graft. Review of the image noted that the lumen of the outflow graft appeared somewhat reduced at the anterior portion, with a potential artifact present at the posterior. The customer communicated that the CT demonstrated thrombus in the outflow tract; however, thrombus was unable to be conclusively confirmed through review of the submitted CT and the device was not returned for evaluation. Review of the submitted log files found that the system appeared to be operating as intended at the set speed, and there were no notable alarms active in the log files. It was reported that the heartmate 3 lvas, serial number (B)(6), will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ lists pump thrombosis, stroke, and death as adverse events that may be associated with the use of heartmate 3 lvas. Section 5, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 ¿patient care and management¿ lists thromboembolism as a potential late postimplant complication that may be associated with the use of the heartmate 3 lvas. This section also contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.